Event description:
To resolve issue of inoperative device, surgical intervention occurred (B)(6) 2024 wherein device was explanted and new device implanted. Therapy was restored post operatively.

Manufacturer narrative:
Section a4: updated weight provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient, when meeting with the company representative due to increased pain, received the replace generator warning. Surgical intervention may be pending to address the issue.